Event description:
The doctor indicated that this abutment screw fractured.

Manufacturer narrative:
The visual inspection of the abutment screw confirmed that it fractured. No lot or order number provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.